Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the left ventricular (lv) lead dislodged while the catheter was being slit. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.